Manufacturer narrative:
The reported event of lead dislodgement and phrenic nerve stimulation was not confirmed. As received, a complete lead was returned in one piece. The s-curve height of the lead was measured within specification. Visual and x-ray examinations did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a left ventricular (lv) lead revision due to dislodgement. An x-ray revealed that the lv lead was no longer in the proper position and retracted into the superior vena cava (svc). No electrical abnormalities were observed. The physician then opted to use a left bundle pacing lead, as the patient has a history of phrenic nerve stimulation. There were no adverse health consequences, the patient was stable.